Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a power source. There was no adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after leaving the pump plugged in; however, the customer did not respond.